Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer received the alarm after she was trying to change her set. Customer's blood glucose level was 132 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit. It was explained that the alarm was caused by set/reservoir connection. Customer was advised to replace the infusion set and reservoir. After troubleshooting, the customer was able to clear the no delivery alarm with a new set. Customer was advised to monitor the issue and call back if problems persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.